Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer rails were faulty. A field service engineer successfully replaced the half height drawer. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.